Manufacturer narrative:
(B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. A sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the suspect device failed to activate after giving an injection to the patient. No needle stick injury or medical intervention occurred as a result of this incident.

Manufacturer narrative:
Device evaluation: result - one opened 30g autoshield duo sample was returned from an unknown lot number, catalog number 329505. A 10x visual examination found the non-patient end of the needle bent. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was able to confirm the customer's indicated failure mode based on the sample returned. It is bd's experience that non-patient end (npe) breakage and bending is directly associated with placing of the needle onto the pen device by the user. If the npe of the needle is not placed centrally to the pen device, then instead of the npe of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. This results in the npe of the needle squashing against the inner walls of the hub or results in npe needle breakage.